Manufacturer narrative:
H6: the real intelligence cori, pn: rob10024, used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, the most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori procedure, the camera disconnected twice throughout the case, but was able to recover by rebooting and re-calibrating both times. Also, when advancing from the femur to the tibia cut screen, the "bone model generator" error occurred on the screen. They recovered by adding a couple more points to the tibia bone model and were able to continue with normal workflow. There was a delay of less than 30 minutes. No other complications were reported.